Event description:
During service by baxter, the infusion pump's air-in-line printed circuit board was found to be out-of-calibration . According to the hospital representative, no patient injury or medical intervention had been reported related to the device.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from the FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA july 31, 2007. Additional information:failure code 810:04 was intially reported by the facility. It was unknown when the failure code occurred. Evaluation summary: the condition of an air-in-line printed circuit board out-of -calibration was confirmed during testing. The air-in-line printed circuit board was recalibrated. The facility reported failure code 810:04 was confirmed in the event history and was generated by the out-of-calibration air-in-line printed circuit board. The pump was returned to the customer fully operational.